Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6, (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found issue with fill assembly. The fse replaced the fill manifold (0104-00-0023) provided by customer and checked functionality. All checks performed was ok. Handed over the machine in good working condition. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿fill manifold¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
It was reported that during routine check, the cs300 iabp (intra-aortic balloon pump) had auto fill failure issue. There was no patient involved and no injury or harm occurred.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full address : (B)(6)). A supplemental report will be submitted upon completion of our investigation.